Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having the posterior d isc removed, and the posterior lumbar spine was fixed with a screw rod spinal therapy for lumbar disc herniation. It was reported that the plug screw were slipped. There was no patient symptom reported. The came in contact with the patient. There were no further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having the posterior d isc removed, and the posterior lumbar spine was fixed with a screw rod spinal therapy for lumbar disc herniation. It was reported that the plug screw were slipped. There was no patient symptom reported. The came in contact with the patient. There were no further complications reported regarding the event.